Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: in the event description it states: ¿ when the sales rep checked the device, it was found that the blade was broken from the proximal end of the blade. ¿ was the blade tip found to be broken after the operation? Was the broken blade tip found? No further information is available. What efforts were made to locate the broken blade tip during the procedure? The sales rep realized the blade tip was broken after the procedure was finished. Was this procedure converted to an open procedure? No it was not. Are there any plans to locate the piece? No further information is available. Was there any change in the patient care as a result of this event? What is the current patient status? No further information is available. Please provide the status of the device(s) as it has not been received for analysis. We regularly contact with sale rep about the device returning. No further information will be provided.

Event description:
It was reported that during a laparoscopic uterine myomectomy, ¿clean blade/tighten assembly¿ was displayed after the device was activated several times. When the sales rep checked the device, it was found that the blade was broken from the proximal end of the blade. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade tip broken off and returned. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.